Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complaint of being tired and was noted to have a slow intrinsic heart rate. The device was attempted to be interrogated, but was not successful. Applying a magnet to the device also produced no effect. The device battery was noted to be dead. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion. The analyst noted that there was no telemetry at preliminary analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.